Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air leaks. Upon inspection and testing of the customer return device, the adhesive part of the objective lens was found peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the returned device, the following defects were found: physical stress due to dropping, adhesive breakage, universal cord scratched, resin parts cracked, and objective lens adhesive part peeled off. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that there is a possibility of peeling, chipping due to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, or chemical deterioration by chemical solutions. It is recommended that the user inspect prior to use and on a regular basis continuously. It is recommended that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.